Manufacturer narrative:
H6: investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of an emerald 10 ml from lot # 0279478, regarding item # 303083 with the reported issue that there was a ¿challenge faced during aspiration of blood and medicine into the syringe¿. The DHR of lot number 0279478 was reviewed and there was no quality notification raised in the device history record from its production inception to its dispatch. Bd bawal has used ten retention samples material code 303083 on lot number 0279478 to investigate the registered complaint of broken plunger. The investigating team has carried out the visual inspection of the blocked needles or blocked syringes defect on the retention samples of material number 303083 of lot number 0279478 and did not have any samples showing blocked needles or blocked syringes in any of the retention samples. The root cause could not be determined as there was no samples or photographs showing the reported defect. The defect could not be confirmed. H3 other text : see h10.

Event description:
It was reported that syringe 10ml ls india bp plunger was broken. This occurred on 2 occasions. The following information was provided by the initial reporter: usage by nursing head brother. He explained to me that while using emerald syringe 10ml the thumb press of plunger is broken while aspirating drug from vial. This incident has happened with 2 syringes. Unfortunatly they have discarded both syringes so we don't have affected sample to investigate. So I am sending image of another packed syringe of same batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ls india bp plunger was broken. This occurred on 2 occasions. The following information was provided by the initial reporter: usage by nursing head brother. He explained to me that while using emerald syringe 10ml the thumb press of plunger is broken while aspirating drug from vial. This incident has happened with 2 syringes. Unfortunatly they have discarded both syringes so we don't have affected sample to investigate. So I am sending image of another packed syringe of same batch.